Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy. In addition, it was reported that an occlusion alarm occurred. Reportedly, the issue resolved itself. Customer's blood glucose level was 165-195 mg/dl.